Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. The customer¿s blood glucose (bg)level was elevated however no specific value was provided. A manual injection was delivered to address bg level.